Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the physician had a difficult time attempting to position the lead into the vein. Multiple times were tried which resulted in the lead perforating the patient's vein. This was due to the patient's anatomy. The lead was not implanted.